Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
During attempted placement of a xen 45 gel stent in the left eye of a clinical study patient, the "xen implant was retracted and bended by the surgeon¿s unintended force". Device made contact with the patient, but there was no injury and another xen gel stent was placed.